Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event, describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found several cubies unresponsive or slow to respond. Further inspection revealed defects in the main drawer pcba (printed circuit board assembly), retractor, and drawer controller board. Fse replaced all three components. After repairs, half-height drawer 1.2 and all cubies were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main the drawer 1.2 b6 was failed to release cubie pocket. The customer reported there was an issue occurred when user trying to issue medication to patient. There was a delay in dispensing medications to the patient, medication was subsequently obtained from other station and provided to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the main drawer 1.2 b6 was failed to release cubie pocket. The customer reported there was an issue occurred when user trying to issue medication to patient. There was a delay in dispensing medications to the patient, medication was subsequently obtained from other station and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.